Event description:
During a coil embolization procedure, the first orbit mini complex fill 2x2 coil (637mf0202/15227346) stretched during removal from the y-connector for re-sheathing, and the second orbit mini complex fill 2x2 coil (637mf0202/15379629) stretched during approaching the target aneurysm. During removal of the first coil, the y connector was opened sufficiently to remove the coil, and there was no damage on the coil introducer. During advancing of the second coil, there was no resistance between coil and microcatheter (mc), and an adequate continuous flush was maintained through the mc at all times. A balloon or stent remodeling product was not used during the procedure. After the event, both coils remained attached to the delivery systems. No further information was provided.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented several kinks on it. The introducer was received zipped without damaged. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the griper. Some waves were noted on the device; however, these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under microscope and the stretched condition was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the analysis. The cause of the kinks found on the device and the embolic coil condition (stretched) could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00475 & 1058196-2011-00476. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization procedure, the first orbit mini complex fill 2x2 coil (637mf0202/15227346) stretched during removal from the y-connector for re-sheathing. The coil remained attached to the delivery system. During removal of the first coil, the y connector was opened sufficiently to remove the coil, and there was no damage on the coil introducer. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented several kinks on it. The introducer was received zipped without damaged. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the griper. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under microscope and the stretched condition was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed during the analysis. The cause of the kinks found on the device and the embolic coil condition (stretched) could not be conclusively determined with the analysis. Neither the analysis nor the DHR suggest that the reported event is related to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving the facility. The instructions for use (IFU) outlines that during the resheathing/coil withdrawal process, seat the tip of the introducer into the hub of the infusion catheter (microcatheter) and lock in place with the rhv. While holding the introducer in place withdraw the delivery tube until the exposed length of the delivery tube is sufficient to accommodate the full length of the coil introducer taking care not to expose the blue distal floppy section of the delivery system. Slide the zipper proximally along the full length of the coil introducer without locking it and then retract the delivery tube from the proximal end of the coil introducer until the embolic coil is completely housed within the distal tip of the coil introducer. After then sliding the zipper proximally over the port to lock the coil introducer onto the delivery tube, completely open the second rhv and carefully remove the delivery tube and coil introducer as a unit from the patient. It warns that failure to open the second rhv sufficiently prior to slow and careful removal of the delivery tube from the patient could result in damage to the distal portion of the delivery tube. By following this procedure the coil is housed and protected in the introducer during withdrawal through the y-connector. With the review of the available information, it appears that procedural handling during the recapture process contributed to the coil stretching as it was removed through the y-connector. Therefore, no corrective actions will be taken. Therefore no corrective action will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00475 & 1058196-2011-00476.

Manufacturer narrative:
This is 1 of 2 products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00475 and 1058196-2011-00476. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.